Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "status 81" and "status 82" messages upon power-up. Complainant indicated that there was no pt involvement in the reported malfunction.